Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR). The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. It was reported that the scope connectors are popping off the grey connectors on the oer-pro. We are not able to determine a root cause for the reported failure. Any irregularity in the use of the connecting tubes (improper connecting ,kinking, accidental detachment, use of the wrong connecting tube will cause the oer-pro reprocessing cycle to become ineffective. Any irregularities must be corrected and fixed and device can be used to reprocess scopes once the fix is completed. The oer-pro requires routine maintenance and inspection. In addition to checks before use, the person in charge of maintenance and administration of the medical equipment at the hospital should periodically check all of the items described in the manual. If any irregularity is observed, do not use the equipment. If irregularity is present, the equipment must be repaired prior to next use. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was not returned for evaluation. The cause of the reported event cannot be determined. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the scope connectors are popping off the grey connectors on the oer-pro device. There was no user harm or injury reported due to the event.